Manufacturer narrative:
Investigation results: device analysis findings: synergy xd mr ous 2.50 x 28mm was returned to the boston scientific site. A visual and tactile examination identified a hypotube break 20.2cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination of the stent identified struts lifted at the proximal section. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information, reported anatomical characteristics and the review conducted at the boston scientific site. Returned product analysis did not identify any damage to the tip or any shaft bursting. There was no evidence of an attempted inflation having occurred. Unreported damage was identified with the hypotube shaft broken and kinked with lifting of the proximal stent struts noted also. Based on the limited available information it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event. The observed stent damage based on its location likely occurred during withdrawal of the device from the patient whereby the proximal edge of the stent became caught and lifted, this may have occurred due to patient anatomy (severely calcified and severely tortuous) or through ancillary devices used.

Event description:
It was reported that shaft damage occurred. The target lesion was located in the severely tortuous and severely calcified mid-left anterior descending artery. Following pre-dilation using a 2.50 x 12 mm nc emerge balloon, a 2.50 x 28mm synergy xd drug-eluting stent was introduced for treatment. However, during the procedure, the stent shaft burst, and damage was also observed on the protector tip. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Event description:
It was reported that shaft damage occurred. The target lesion was located in the severely tortuous and severely calcified mid-left anterior descending artery. Following pre-dilation using a 2.50 x 12 mm nc emerge balloon, a 2.50 x 28mm synergy xd drug-eluting stent was introduced for treatment. However, during the procedure, the stent shaft burst, and damage was also observed on the protector tip. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.